Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that the tubing would not prime correctly. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model me2020 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard extension set was clogged. The following information was provided by the initial reporter: we recently received a product incident report for item # me2020 at (B)(6) as the tubing would not prime correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard extension set was clogged. The following information was provided by the initial reporter: we recently received a product incident report for item # me2020 at mccullough hyde as the tubing would not prime correctly.